Event description:
The family member contacted lifescan in 08/05 and alleged that pt's one touch ultra meter was having a power issue. Medical affairs specialist (mas) called and spoke with the pt four days later, who verified and provided add'l info. The pt informed the mas that they went to hosp in 08/05 since their meter was not turning on that morning. They were not experiencing any symptoms at the time of concern. At the hospital, a lab test was performed, and they were provided with the result of 170 mg/dl the next day. They were not given any medical treatment or intervention. At the time of troubleshooting with the customer service agent, the pt had verified that this was not a new product and they were using the correct test strips. The pt was asked to press the power button on, but the meter did not turn on. The battery was checked and it was correctly installed and replaced less than a year ago. The battery contacts were also good. Based on the info provided, there is an indication that the product has malfunctioned since the power issue was not resolved with troubleshooting. However there is no info to conclude that the pt experienced injury due to the product. The hosp meter's result was 170 mg/dl, which does not reflect serious injury. Pt also did not receive any medical attention. Therefore, this case is reported as a meter malfunction. A replacement meter and test strips were sent to the pt.